Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, and due to wear of the angle wire, the play of the up/down knob was out of the standard value. In addition to the foreign object that was found inside the nozzle, the adhesive on the bending section cover had a chip, the control unit had discoloration, and the paint on the suction cylinder was peeled. The following components had a scratch: switch button one (1), the plastic distal end cover, the connecting tube, the scope connector cover unit, the scope connector, the universal cord, the image guide protector, the grip, the scope connector cover, the switch box, the lock engagement lever, the lock engagement knob, the up/down knob, the right/left knob, the control unit, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a poor angulation issue while using the evis lucera elite gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and a foreign object was found inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.